Event description:
Add'l info received for report # mw5170707 on 06/05/2025 to correct the procode.

Event description:
I suffer from recurrent, extremely painful oral ulcers (canker sores). For years, oralmedic (also known as hybenx) was the only treatment that effectively stopped the pain and accelerated healing. Since it's discontinuation, I have experienced severe, ongoing pain, difficulty eating, drinking, speaking, and sleeping. No alternative treatment has worked for me. I've tried every available over-the-counter option; my health professional has told me that there are no other prescription alternatives. The absence of oralmedic has resulted in recurrent suffering with no relief. The discontinuation of this product has left me and others with no effective options, and it has significantly impacted my health, nutrition, and quality of life. I literally cannot eat when having this issue. I'm asking that the FDA take note of the harm this has caused and consider steps to encourage its return or facilitate access through compassionate use or compounded alternatives. Please help me and others. This is a very painful situation and it's actively harming me.